Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 1.0 mg/ml infumorph at 0.0489 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had an anterior wound hematoma. The programming date from the most recent refill prior to the event was noted to be (B)(6) 2016 at 15:37. The event required in-patient hospitalization and an emergency room visit. The event was noted to be unlikely related to the device or therapy and possibly related to the implant procedure. On (B)(6) 2016, an examination revealed an abdominal edema. It was noted to be possibly related to eliquis use. On (B)(6) 2016, ancef was administered. On (B)(6) 2016, the device system was explanted and not replaced. The system was disposed of according to biohazard instructions. Surgical observation found copious amounts of blood and clotted blood, active bleeding, and a large dead space. The hematoma was evacuated in the anterior pocket and a wound vacuum was placed. In an examination on (B)(6) 2016, the patient was reported to be doing fine and bruising to the abdomen was noted. In an examination on (B)(6) 2016, bruising to the abdomen, a positional headache, and no significant collection in the wound vacuum drain was noted. On (B)(6) 2016, the patient's headache resolved, the patient was reported to be doing well, the wound vacuum was removed, and the patient was discharged home. 50 mg tramadol up to four times per day was prescribed. On (B)(4) 2016, bruising to the abdomen was improving, the left abdominal incision was well-healed without any sign of infection, and the event resolved without sequelae. If additional information is received, a follow-up report will be submitted. Additional information was received from a healthcare provider (hcp) via a clinical study. Per the primary investigator, ancef was given prophylactically and there were no signs or symptoms of infection.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. On (B)(6) 2016 due to size and significance of hematoma and degree of continued venous bleeding, the decision was made to explant

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 1.0 mg/ml infumorph at 0.0489 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had an anterior wound hematoma. The programming date from the most recent refill prior to the event was noted to be (B)(6) 2016 at 15:37. The event required in-patient hospitalization and an emergency room visit. The event was noted to be unlikely related to the device or therapy and possibly related to the implant procedure. On (B)(6) 2016, an examination revealed an abdominal edema. It was noted to be possibly related to eliquis use. On (B)(6) 2016, medications were administered. On (B)(6) 2016 the device system was explanted and not replaced. The system was disposed of according to biohazard instructions. Surgical observation found copious amounts of blood and clotted blood, active bleeding, and a large dead space. The hematoma was evacuated in the anterior pocket and a wound vacuum was placed. In an examination on (B)(6) 2016, the patient was reported to be doing fine and bruising to the abdomen was noted. In an examination on (B)(6) 2016, bruising to the abdomen, a positional headache, and no significant collection in the wound vacuum drain was noted. On (B)(6) 2016, the patient's headache resolved, the patient was reported to be doing well, the wound vacuum was removed, and the patient was discharged home. Fifty mg tramadol up to four times per day was prescribed. On (B)(6) 2016, bruising to the abdomen was improving, the left abdominal incision was well-healed without any sign on infection, and the event resolved without sequelae. If additional information is received, a follow-up report will be submitted.